Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced drowsiness, "calf cramps," and dizziness. The customer was unable to self-treat and was brought in a hospital where they received unspecified infusions for treatment of hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025 h7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK this also serves as a correction report. Section b3 (date of event) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced drowsiness, "calf cramps," and dizziness. The customer was unable to self-treat and was brought in a hospital where they received unspecified infusions for treatment of hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.